Manufacturer narrative:
Part not received by manufacturer. On 11-sep-2015, a medtronic representative went to the site to test the equipment and found that the network connection had been damaged by the cable being pulled. The bulkhead connector was replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4).

Event description:
A medtronic representative reported that while setting up the imaging system for a spinal fusion procedure, it was discovered that the system was missing a bulkhead connector; therefore, the imaging system would not communicate with the navigation system. At that point, the surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed without navigation using fluoro. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.